Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: a result within "300 mg/dl to 400 mg/dl" (aviva meter) and 119 mg/dl (doctor's meter). No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.